Event description:
The customer obtained a series of false positive total b-hcg results on serum samples from one patient. Negative results were obtained for the same patient samples using two alternate test methods. Persistent false positive total b-hcg results may result in the initiation of treatment. There was no report of treatment alteration or patient harm as a result of this event.